Event description:
It was reported that a catheter kink/occlusion occurred due to the pump flipping. The pt experienced nausea, vomiting, increased pain, severe headache, diarrhea, insomnia and shaking. The pump contained hydromorphone 0.2 mg/ml; bupivicaine 3.5 mg/ml and clonidine 50 mcg/ml. A contrast study was performed and the pt subsequently underwent revision of the system. The pt recovered without sequelae. Please refer to manufacturer's report #: 3004209178200801656.

Manufacturer narrative:
.